Manufacturer narrative:
Additional information was received on 1/9/2019. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 350cc mentor memorygel breast implant, catalog #3507350bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a 350cc mentor memorygel breast implant. On (B)(6) 2018 left sided rupture and baker¿s grade IV capsular contracture was observed. On (B)(6) 2018 replacement with another company¿s implants was performed and the product issues were confirmed.